Event description:
Reporting status: serious injury/permanent damage/medical intervention. Reporting rationale: mi/thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that xience v stents were implanted in the 1st diagonal and in the mid rca in 2009. Predilatation was performed prior to stenting. A post procedure coronary angiogram revealed thrombosis in the xience v implanted in the 1st diagonal and was treated with aspiration thrombectomy. In addition, the pt was experiencing elevated enzymes which were suggestive of an mi which resolved without treatment. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - the pt effect of mi and thrombosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting. Although enzyme elevation is not specifically addressed in the IFU, is listed, as a potential post-procedure complication associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. The elevated cardiac enzymes and mi were likely secondary effects of the thrombosis, which was successfully treated with aspiration thrombectomy. A definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.